Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door experienced multiple clicks and consistent failures. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door was failed. A field service engineer applied carbonated grease to micro switches and stabilant to connector. Tested drawer in hardware test application and all tests passed. Pharmacy technician accessed doors successfully with no issues. The system functioned as intended after the field service engineer repaired the device.